Event description:
Litigation papers allege pain, injuries and elevated metal ion levels.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
**Update** (B)(4) 2013 - sales rep reported revision surgery. Patient was revised to address elevated metal ion levels and milky fluid in joint. Invoice was located. Doi and product information updated. The complaint was updated on: (B)(4) 2013.